Manufacturer narrative:
Additional PMA/510(k): k931995 the device was returned to olympus. During inspection, this damage could be confirmed. It is likely that the reported damage was most probably induced by thermo-mechanical fatigue. It could not be determined whether there was advanced wear and tear or pre-existing damage. Furthermore, it could not be determined whether the final damage was triggered in the course of the procedure or during reprocessing. Additionally, the s-bc identified that the o-rings were worn. Please note that worn sealings might very likely cause a leakage of the inner sheath. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. ¿4 before use: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a resection sheath was sent in for inspection and repair. The service department reported that the brakelite was broken. The reported issue was found during inspection of the device. There was no patient injury or adverse event reported to olympus.